Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, a copy of the operative report was provided. According to the op report, the valve was placed and sutures were tight and cut appropriately. The valve was tested and there was a central leak. Although, it was mild, that was felt not to be acceptable. Therefore, the valve was removed and replaced with another valve.